Manufacturer narrative:
This MDR was created by (B)(6), device vigilance specialist of zealand pharma us, inc. On behalf of the mannkind, corp. As part of the acquisition and subsequent transfer of the v-go medical device to the latter organization. This temporary transition activity is expected to continue until such time that the acquiring company establishes its own MDR reporting account.

Event description:
The patient reported the loss of 11 v- go 40 devices since (B)(6) 2022 because the adhesive pad did not stay attached to the body. Patient reports that the amount of time the v go device stays attached varies and there is no interference with clothing or increased movement and the site is always properly prepared. Patient reports that she always removes and replaces her v go device with a new one when this event occurs and reports that she applied one last night and this morning it became detached. Patient reports applying a new v go device and losing that soon as well having to apply a third v go within 24 hour time period.